Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification alert. Upon interrogation, device was found to be in backup vvi due to merlin.net advisory. Device download was performed successfully. Patient was well and will be monitored with routine follow-up.